Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarm was noted. The motor passed the motor test. The pump had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm during basal rates on the insulin pump. The customer's blood glucose level was 450 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised to return the insulin pump with battery and zero out the basal rates.